Event description:
Pt called alleging meter had been giving high readings on the lfs meter. Pt obtained a blood glucose of 360mg/dl. No info on whether pt experienced any symptoms at the time of testing. Pt tested on another meter, which is an invalid comparison and obtained a 127 mg/dl. Pt did not seek medical attention or call md. Technique of applying blood on the test strip was done properly. Test strips were in good condition and not expired. Control solution test was done twice and they both failed. Range on the test strip vial was from 93-125 and results were 253 and 226. Based on the info provided this case is being reported as a strip malfunction.